Manufacturer narrative:
The reported failure "run away error" occcurred during the pre-charging of the start-up exercise. A getinge field service technician investigated the device in question. According to the service order 4358924 dated on (B)(6)2020 from a getinge field service technician the failure could be confirmed. Due to import restrictions in china the repair of the rotaflow drive cannot be performed at manufacturer's (em-tec) site. A replacement rotaflow drive with s/n (B)(6) was sent to the customer. (Refer communication grid in the complaint) the rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.3 was reviewed on(B)(6)2020 with the following outcome: the most possible causes for the reported failure "run away error" could be determined as: * defective motor control electronics * pump stop intervention after technical error (e.g. Pump runaway, error head) * sensor error (bubble, level, pressure(in hl20 mode), flow) * software error* wrong intervention limits * unintended rpm change by user * unintended switch off by user * freeze of microcontroller * defect of micro controller * defect of transformer * defect of internal power supply (dc/dc) the device history review (DHR) of the rotaflow drive (material: 70102.2161, serial: 910131151) for which a customer complaint was reviewed. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure "run away error" occcurred during the pre-charging and could be confirmed the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that during the pre-charging of the start-up exercise, the user finds that when the speed is adjusted to more than 1000 rpm, the speed screen of the rotaflow console displays "run" and the flow screen displays "away". After the judgment, it is the rotaflow drive, the rotaflow drive is faulty (spare part number: 70102.2161), new equipment is installed, and it is requested to be replaced. No harm to any person reported. (B)(4).